Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 4. Reference MFR. Report: 1627487-2018-06720. Reference MFR. Report: 1627487-2018-06721. Reference MFR. Report: 1627487-2018-06722. It was reported the patient experienced ineffective stimulation. Reprogramming was attempted to no avail. Fluoroscopic images confirmed the leads had migrated. Surgical intervention was undertaken on (B)(6) 2018 to explant the entire drg system. In turn, the patient was implanted with an scs system.